Event description:
It was reported that the restraint became damaged when it was caught in the caster wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the straps were installed correctly. It was confirmed that the straps were dragging on the ground, however no defects were found with the units evaluated. The issue was resolved for the customer by evaluating the units and determining that there was no defects and the restraint straps were installed correctly. No device malfunction occurred.

Event description:
It was reported that the restraint became damaged when it was caught in the caster wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.